Event description:
Device 1 of 3: reference MFR report: 1627487-2013-04620. Reference MFR report: 1627487-2013-04621. It was reported the patient had experienced a shocking sensation which caused a decrease in movement. The patient reported her husband had turned the scs system off using the magnet. Follow up found reprogramming provided stimulation coverage, however, and x-ray revealed the quattrode leads had migrated. It was reported the physician had referred the patient for surgical intervention to replace the leads with a surgical lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.